Event description:
The turbohawk's nosecone broke off and had to be retrieved. The retrieval was successful. The tip came off when pulling through the sheath in the sfa. A snare was used to retrieve the tip.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the turbohawk device was received for evaluation with the cutter driver(unattached), a guide sheath and a snare device (loaded through the guide sheath).the turbohawk handle assembly was separated between the body and the slide cover components (click bond). The handle separation was not referenced in the original complaint. The turbohawk distal tip assembly was torn (separated) at the proximal edge of the housing laser-cut coil. The rx guidewire lumen was longitudinally torn to the rotating tip and a section of a guidewire was wrapped approximately 630 degrees. The outer border of the wrapped guidewire's ptfe coating was abraded off the stainless steel core. Damage of this nature has been observed when the guidewire is prolapsed or wrapped around the device proximal to the turbohawk's rx wire lumen and the device is then pulled into the guide sheath. This causes the guidewire to tear the rx lumen. The drive shaft and cutter head assembly were intact and complete.